Event description:
Patient came to clinic on (B)(6) 2025 with noted alarms indicating a battery back-up fault. Emergency back-up battery (ebb) examined, and a pin was noted to be bent on the battery. Ebb replaced.